Manufacturer narrative:
(B)(4). The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Device discarded at site.

Event description:
It was reported the device would not fully lock into the acetabular cup prior to implantation. The surgery was completed with another device without significant delay to surgery. No further information is available.